Event description:
A hardware removal of a broken variable angle (va) condylar plate with multiple screws took place on (B)(6) 2013. Based on lab tests prior to surgery, the doctor suspected an infection. The unhealed fracture was described as an atrophic non-union. Cultures were taken during the removal but the results are unknown. The hardware was originally implanted on (B)(6) 2013. The hardware removal was successful, and no new hardware was placed. A new surgery is scheduled for (B)(6) 2013. This is report 3 of 13 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.